Event description:
The nurse inserted the IV into the pt and when the button was pushed the needle did not retract resulting in a needle stick injury. The nurse exposed to blood/body fluids of hiv positive pt.